Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The unit had intermittent button response due to moisture damage on keypad traces. There was no button error alarm noted during testing. The unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and reservoir tube lip.

Event description:
Customer was changing out infusion set. As he was programming blood glucose value the buttons on the insulin pump stopped working. Customer changed battery and the device alarmed button error. Customer's blood glucose was 180 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.